Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective u104 component. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.